Event description:
It was reported that the customer had a cracked display as well as a cracked reservoir compartment. Customer's blood glucose level at the time 353mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. The device also was received with minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.